Event description:
It was reported that the video system center had no corresponding image displayed on the monitor. The event occurred at inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.